Manufacturer narrative:
Date sent to the FDA: 03/24/2011. (B)(4) - blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a davinci assisted laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade would not rotate prior to first use. A second motor drive unit was attempted and the handpiece still would not work. A second device was used to complete the case with no adverse pt consequences.